Event description:
It was reported that the day after the implant of an lv lead, the patient complained of a "kicking sensation" in their stomach. This was determined to be diaphragmatic stimulation from the lv lead. Reprogramming was done which resolved. The stimulation. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID dtma1qq crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.